Manufacturer narrative:
Product analysis: visual and functional evaluation reveals the jaw that connects to the pivot pin hole has been sheared off. The fracture surface is fairly flat with no signs of instrument failure. The above observations are consistent with overload of the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: disc herniation type of procedure: endoscopic discectomy it was reported that on intra-operative, the tip of micro rongeur was found broken when removing the intervertebral disc. The product came in contact with the patient. No patient complications were reported.